Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the device had vibration was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the tip of the craniotome device was bent/damaged, was difficult to assemble/disassemble, the cutter could not be inserted, and there was bearing damage. It was noted that the hard membrane guard had scratches, the motor connection was snagging and was unable to insert bar (bearing dislodged). It was further determined that the device failed pretest for visual assessment, lock operation, and cutter insertion. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported that the craniotome device had vibration. During in-house engineering evaluation it was determined that the neuro tip of the craniotome device was bent/damaged. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.